Manufacturer narrative:
(B)(4). The device history review for the product auto end05 ml, lot #73h1600663 investigation did not show issues related to the complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The clip did not stay seated when loaded three clips fall out. Another clip did not lock after a complete firing of the device. The patient's condition was reported as fine.